Event description:
Country of complaint: (B)(6). Needle detaches from thread.

Manufacturer narrative:
Mfg site investigation: samples received: 5 unopned pouches. There are no previous complaint of this code batch. There are (B)(6) units in OEM stock. Tightness tests to the samples received was performed and results fulfill OEM requirements. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results of the samples received fulfill the spec, we take note of this instance.